Manufacturer narrative:
Citation: agarwal s et al. Comparative meta-analysis of balloon-expandable and self-expandable valves for transcatheter aortic valve replacement. Int j cardiol. 2015 oct 15;197:87-97. Doi: 10.1016/j.ijcard.2015.06.002. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature review regarding the procedural success of balloon-expandable (bev) and self-expandable valves (sev) for transcatheter aortic valve replacement. All data were collected from a meta-analysis of available studies that compared the efficacy and safety of the two different types of valves. The study population included 356 articles and 28 multicenter registries. A total of 35,347 patients were included in the meta-analysis of which 11,602 patients were implanted with a corevalve (predominantly female; mean age 81.5 years). Serial numbers were not provided. Among all patients implanted with a corevalve, adverse events included: cerebral vascular accident (cva), myocardial infarction (mi), electrocardiogram (ECG) changes with permanent pacemaker implant, greater than mild regurgitation, valve dislodgement, valve-in-valve, surgical valve replacement, and coronary obstruction. Based on the available information, these events may have been attributed to medtronic product. No other adverse patient effects were reported.